Event description:
It was reported the patient's ipg could no longer communicate with external devices. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional information was requested but not yet received.